Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "on or about (B)(6) 2013 [pt] was implanted with a cook celect filter." "In (B)(6) 2017 [pt]'s doctor was concerned the filter was causing bactermia and had it removed. At that time, his radiologist noted that [pt]'s ivc filter was perforating the wall of the ivc and perforating the common iliac vein."